Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01-delsys/ expiration date: 14-feb-2023 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 27-aug-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative the patient experienced perforation and pericardial tamponade during a procedure to implant a leadless implantable pulse generator (ipg). The ipg, delivery system and introducer sheath were removed. Sternotomy was performed and a drain was used. No further patient complications have been reported as a result of this event.